Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the item was found to have a low motor speed, was out of calibration, and the control bar was damaged. The motor and control bar were replaced and the unit was calibrated and resolved the reported issue. The width plates were found to be damaged and were returned without repair. It was noted that this device has not been returned for preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6) evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the air dermatome stops cutting when contacting the skin. No adverse events were reported as a result of this malfunction.